Event description:
It was reported that the interior implant too buccal position with buccal position with buccal fenestration. Dr. Said there was exposed threads on the buccal.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
One (1) imp, tsv, 4.1mm, dual sel, ha (tsv4h13) was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on an unknown tooth site (universal) and was used for approximately 3 months, 10 days. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number: (63800671). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number: (63800671) for similar events and no other complaint was identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event (functional other) or product: (tsv4h13). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "yes" to "no". H6: entered evaluation codes. H10: added manufacturer narrative. H3 other text: device remains implanted.

Event description:
No further event information available at the time of this report.